Event description:
It was reported that during the follow-up visit the ventricular lead showed "pacing failure", undersensing, and undefined resistance. It was also reported that there may be a lead fracture. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.